Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. A06331) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3428 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), fatigue ("chronic fatigue"), vaginal haemorrhage ("vaginal bleeding outside of menstruation"), coital bleeding ("vaginal bleeding outside of menstruation and after sexual intercourse"), vaginal discharge ("vaginal discharge"), dry eye ("dry eyes"), nasal dryness ("dry nose"), eye pruritus ("itching eyes"), eye irritation ("burning eyes"), lacrimation increased ("tearing eyes"), renal pain ("kidney pain"), headache ("headache"), sleep disorder ("sleep disturbances"), memory impairment ("memory problems"), disturbance in attention ("concentration problem"), ear pruritus ("itchy ear canal"), dizziness ("dizziness"), feeling drunk ("feeling drunk"), dysphonia ("dysphonia"), neck pain ("neck pain"), muscle atrophy ("muscle atrophy"), paraesthesia ("paresthesia"), limb discomfort ("sensation of heavy legs"), oedema peripheral ("foot oedema") and loss of personal independence in daily activities ("difficulty holding a pen") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for fatigue and coital bleeding were unknown. No causality assessment was received for essure with regard to fatigue, heavy menstrual bleeding, vaginal haemorrhage, coital bleeding, vaginal discharge, dry eye, nasal dryness, eye pruritus, eye irritation, lacrimation increased, pelvic pain, renal pain, weight increased, headache, sleep disorder, memory impairment, disturbance in attention, ear pruritus, dizziness, feeling drunk, dysphonia, neck pain, muscle atrophy, paraesthesia, limb discomfort, oedema peripheral or loss of personal independence in daily activities. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Lot number: a06331 manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-aug-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. A06331) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3428 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), fatigue ("chronic fatigue"), vaginal haemorrhage ("vaginal bleeding outside of menstruation"), coital bleeding ("vaginal bleeding outside of menstruation and after sexual intercourse"), vaginal discharge ("vaginal discharge"), dry eye ("dry eyes"), nasal dryness ("dry nose"), eye pruritus ("itching eyes"), eye irritation ("burning eyes"), lacrimation increased ("tearing eyes"), renal pain ("kidney pain"), headache ("headache"), sleep disorder ("sleep disturbances"), memory impairment ("memory problems"), disturbance in attention ("concentration problem"), ear pruritus ("itchy ear canal"), dizziness ("dizziness"), feeling drunk ("feeling drunk"), dysphonia ("dysphonia"), neck pain ("neck pain"), muscle atrophy ("muscle atrophy"), paraesthesia ("paresthesia"), limb discomfort ("sensation of heavy legs"), oedema peripheral ("foot oedema") and loss of personal independence in daily activities ("difficulty holding a pen") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for fatigue and coital bleeding were unknown. No causality assessment was received for essure with regard to fatigue, heavy menstrual bleeding, vaginal haemorrhage, coital bleeding, vaginal discharge, dry eye, nasal dryness, eye pruritus, eye irritation, lacrimation increased, pelvic pain, renal pain, weight increased, headache, sleep disorder, memory impairment, disturbance in attention, ear pruritus, dizziness, feeling drunk, dysphonia, neck pain, muscle atrophy, paraesthesia, limb discomfort, oedema peripheral or loss of personal independence in daily activities. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.